Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. Add'l info will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. Please note that this is one of two products involved in the same patient and reported under mfg numbers: 9616099-2007-02413 and 9616099-2007-02412.

Event description:
The report received from the study indicated that nine months post index procedure, the patient underwent percutaneous transluminal coronary angioplasty (ptca) of the target lesion. The index procedure included treatment of the target lesion in the mid left anterior descending artery (lad). The lesion was 21 mm long with a reference vessel diameter of 2.84mm. The tapered lesion was a non-calcified chronic total occlusion with timi flow I. During the procedure, the lesion was pre-dilated to 12 atmospheres (atms) and then two bare metal stents were deployed, overlapping each other, at 18 atms. After stent implant, the lesion presented 29.3% stenosis and timi iii flow. Forty five days later, the patient underwent ptca of a non-target lesion in the proximal circumflex and obtuse marginal. Nine months post index procedure, the patient underwent re-ptca of the target lesion. As indicated, a restenosis was identified within 5mm of the target lesion, in the mid-lad; therefore, the restenosis was treated by stenting. The patient was compliant with the antiplatelet therapy. During the 24 month follow, up the patient remained asymptomatic.